Manufacturer narrative:
Device #2. Investigation is not complete. Trends will be evaluated. No complaint was stated against this device; however, the incompatibility issue is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00385.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. Photographic images were made. Evidence that product in specification when used. Undetermined.

Event description:
Allegedly removed during the revision of another component.